Event description:
Insulin pump called to operate when buttons became stuck and device was inoparable. Because the glucose meter attached to the insulin pump no longer operated. Pt was unable to test blood glucose as well as being unable to administer insulin via the pump. Called the manufacturer's emergency number and was told that a replacement pump would be sent out for delivery that day. This is the second identical event with this brand of pump. The previous event where the buttons on the pump failed was a few months ago. That pump was replaced by the manufacturer after calling their emergency number.